Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the ICD did not deliver inappropriate therapy. The suspected cause of the high voltage (hv) therapy was due to a defective competitor lead. Programming changes were performed to resolve the issue. There were no patient consequences reported.